Manufacturer narrative:
(B)(4). This file was reopened as the o2 sensor event was reported on complaint # (B)(4). This complaint was found to be non-reportable. The decision tree will be revised, and this supplemental emdr is to reflect the new decision. Please disregard report # 8020893-2015-00152.

Event description:
It was reported that the ventilator oxygen sensor malfunctioned. Although requested, there is no information available regarding patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).the covidien customer support engineer (cse) evaluated the ventilator, and was unable to duplicate the alleged malfunction. Further inspection of the patient alarm log file reviewed one occurrence of &quot;no o2 supply&quot; without interruption of ventilation and as it was set, except for o2 = 21%. The cse also examined the high pressure hose for cross threading, and validated both regulator pressures. The cse replaced the oxygen sensor. The unit passed all tests and calibrations, and it was operating within the manufacturing specifications.